Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify failed battery test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that the insulin pump rejected new battery. The customer's blood glucose was unknown. It was stated that the contact where battery was seemed corroded scraped it and been working fine. The customer declined troubleshooting. The insulin pump will not be returned for analysis.